Event description:
The customer reported receiving short sample error and erroneous low patient results for ise (ion selective electrolytes) sodium (na), chloride (cl) and potassium (k). The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or data for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au680 clinical chemistry analyzer. The fse inspected the instrument and found level sense wires were not secure, and secured them on assembly. However there was no evidence that this impacted the erroneous results. Upon further troubleshooting the fse determined the primary cause of the cause of the failure was due to malfunctioning sample valve. The fse replaced the sample valve to resolved the issue. No patient data or demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).